Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that the customer was unable to charge the pump using the Tandem-provided USB charging cable, Tandem-provided wall power adapter and Tandem-provided charging pad. The customer¿s blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. A manual injection was administered to address elevated BG. Replacement charging supplies were sent to the customer to resolve the issue. Multiple attempts were made by Tandem¿s Technical Support to obtain additional information; however, no additional information regarding this event was provided.